Manufacturer narrative:
(B)(4) (wound) if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an emergency procedure, there was offset of the stapler rail. The stapler got stuck in the scalp of the patient. The incident resulted in the formation of a small wound. The small wound was treated with conventional method.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: the instrument was received partially applied with staples remaining. The tab at the proximal end of the instrument was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the device handle is actuated with the packaging still attached to the device; the tab will break causing the device to malfunction. This can cause staple jamming, unsuccessful firing, staple malformation and other similar outcomes. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.